Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation, there was extensive contamination on the front response button witch as well as multiple components on the pca board. The root cause for contamination is the ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.